Event description:
It is alleged that the patient became pregnant and gave birth after having the filshie clip implanted.

Manufacturer narrative:
The patient allegedly became pregnant and gave birth following a tubal occlusion procedure using the filshie clip. There is no evidence that the device was sold to the customer, nor is there is evidence that the alleged applicator used to implant the clip was ever serviced. There are no further details concerning this matter.